Event description:
Medtronic received information that this bioprosthetic valve was explanted due to a ventricular pseudoaneurysm.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event possibly related to implant technique. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. Tears were noted in the right cusp along the margin of attachment and appear to have occurred during explant. Glistening off-white pannus remained attached to the outflow rail of the right cusp, extending over to the tissue along the outflow margin of attachment and slightly onto the tissue. An unknown amount of pannus appeared to have been removed during explant on the inflow and outflow. Radiography shows no evidence of mineralization in the valve. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) states: "special care should be exercised when implanting a bioprosthesis in the mitral position in a patient with a small left ventricle. Adequate clearance must be available to avoid contact between the prosthesis stent post and the ventricular wall. Repeated contact between these structures could result in perforation of the ventricular wall."